Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in has been listed in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd insyte¿ autoguard¿ bc shielded IV catheter had a damaged unit package where sterility of the product is compromised. No patient impact reported. The following information was provided by the initial reporter: the customer stated the catheter of a 24 gauge autoguard came out of the packaging in front of the needle.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.